Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service engineer was dispatched to the facility, and confirmed the reported issue. He replaced the battery monitoring circuit board. The issue was initially solved but, through follow-up communication, livanova learned that the event re-occurred. The second occurrence and investigation results have already been reported under MFR report number 9611109-2020-00463.

Event description:
Livanova received report about centrifugal pump console displaying an error code when at the power up. There was no patient involvement.